Event description:
Customer reported an issue with the pump shutting down due to not charging the battery in time, resulting in a time discrepancy of over five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump's time settings and advised them to monitor the time discrepancy and follow up if it recurs. Additionally, an email was sent to the customer to order additional charging supplies.